Manufacturer narrative:
B5: additional information added. D6b: estimated based on bsc aware date. H6: impact codes added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 20mm watchman flx closure device was implanted. Post-implant the patient was placed on full dose of eliquis and aspirin 81mg. The routine 45-day follow-up transesophageal echocardiogram identified a large, mobile thrombus on the face of the closure device. It was further reported that the patient underwent open-heart surgery for removal of the clot, explant of the closure device, and ligation of the left atrial appendage. The patient was discharged home several days later.

Manufacturer narrative:
D6a: estimated based on the event date having occurred at the 45 day follow up.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 20mm watchman flx closure device was implanted. Post-implant the patient was placed on full dose of eliquis and aspirin 81mg. The routine 45-day follow-up transesophageal echocardiogram identified a large, mobile thrombus on the face of the closure device.